Event description:
Ntaneous case was reported by an other health professional and describes the occurrence of device breakage ("found pieces of the essure dislodged in the patient") and device dislocation ("found pieces of the essure dislodged in the patient, coil found in mesentery") in a female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included gallbladder operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("found pieces of the essure dislodged in the patient") and device dislocation ("found pieces of the essure dislodged in the patient, coil found in mesentery") in a female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included gallbladder operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.